Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was hissing and leaking pnuemo when the device was removed from the trocar. After removing the device they would tap on the trocar and the trocar would stop hissing. The case was completed with the device, there was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? Asku. Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? No. Were you able to identify where the leak was coming from? Inside the device. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? No. The analysis results found that devices (a, b, c, d) were returned in good visual condition. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The devices did not have an obturator present. The obturator is the piece of the trocar that has the batch number stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.